Manufacturer narrative:
Qn#(B)(4). The customer report of damaged/defective peel-away body was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported kinking of introducer/glide thru sheath. No patient harm was reported. A new sheath was used. The patient's condition is reported as fine.

Event description:
Customer reported kinking of introducer/glide thru sheath. No patient harm was reported. A new sheath was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).